Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-17. It was reported that the patient's entire catheter was replaced but was not saved. A portion of the catheter was left in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. The occlusion broke loose during the decontamination process and passed subsequent patency testing. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-apr-17. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Section d refers to the main device, other components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 2000 mcg/ml of gablofen at 800 mcg/day via an implantable pump intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient¿s pump residual volumes have been increasing at pump refills. The hcp noted that, at the last refill, 8 cc was aspirated instead of the expected 5 cc. It was also reported that the patient had been experiencing more spasticity ¿than [they] used to¿. No environmental/external/patient factors were reported. The catheter was examined under x-ray. It appeared to be going caudal from the entry point and then looped back up cephalad and the tip appeared to be around l2. A dye study was performed on (B)(6) 2017, but the hcp was unable to aspirate anything from the side port. No action was taken, but surgical intervention was planned to revise the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.